Event description:
The customer stated that the police were called to her home last friday because she was experiencing low blood glucose levels and was unresponsive. The customer's blood glucose was 55 mg/dl, and was able to treat with the help of the police. The customer had been trying to change the infusion set, but was having trouble filling the reservoir. The customer stated she is no longer using the insulin pump, and would like to return it and remain on manual injections. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.